Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of discrepant back to back inr results using coaguchek xs meter of unknown serial number. Customer tested by fingerstick on the meter and the result was 6.0 inr. The customer retested on the meter and the result was 1.9 inr. The customer did not know the strip lot number used. Customer provided no further information regarding the incident. There was no allegation of an adverse event. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.